Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and mildly calcified mid to distal right coronary artery (rca). A 1.2mm x 12mm threader¿ balloon catheter was advanced for pre-dilation. Pressure was applied, but the pressure did not increase. The device was removed from the patient smoothly without resistance. The device was checked and it was noted that the balloon ruptured. The procedure was completed with another emerge and non-bsc balloon catheters. No patient complications were reported.